Event description:
It was reported by the customer that a pyxis medstation es system device not on bus. The customer reported that users were unable to remove medications from the drawer, resulting in a delay in the dispensing process as users had to go to another room to retrieve the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed due to component. Field service engineer cleaned contacts and secured connections to resolve the issue. The system functioned as intended after the field service engineer serviced the device.